Event description:
Revascularization was performed with an evercross pta catheter and two inpact admiral debs. It is reported that approximately 22 months post procedure, instent restenosis (95%) of the right sfa occurred. The patient was treated approximately one month later with pacific pta and two inpact pacific deb devices. It is reported that the event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.